Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens, the lens was torn upon insertion. The lens was cut out of the eye without any pt injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that part of the optic was torn off and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.